Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf pulmonic valve replacement case the alterra prestent was successfully deployed. Pds (pulmonary delivery system) had extreme difficulty trying to deliver through the alterra prestent. The patient's anatomy was challenging but after passing a series of wire platforms through one of the outflow apices and tracking the delivery system they were able to cross. The valve was successfully delivered. However; it appeared a cell of the prestent through which the delivery system was placed, fractured during valve inflation. There was no injury to the patient and they remained stable.

Manufacturer narrative:
Added h.6 type of investigations and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints related to fracture of the frame. During manufacturing of the alterra prestent, the stent and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Procedural imagery was reviewed by the engineers. After the deployment of the alterra prestent, the guidewire was not centered and positioned bias toward outer curvature of rvot. The guidewire appeared to have been placed through a cell at the outflow (distal) end of the alterra prestent. The pulmonic delivery system (pds) was advanced over the guidewire, interacted with the prestent, and went through the cell. The sapien 3 valve was fully deployed within the waist of the alterra prestent. Upon withdrawal of the pds, the tapered nose tip appeared to interact with the outflow apices of the alterra prestent. After removal of the devices, the alterra frame appeared fractured at the outflow (distal) cell in which the delivery system advanced through. The ifus and procedural training manual were reviewed. For wire positioning, it is important to consider coaxiality during valve deployment and positioning. Rpa wire position may provide a more coaxial position of the valve within the alterra. When repositioning wire after alterra placement, it is critical that a balloon catheter is used to reposition wire. Ensure that the wire is not through one of the open cells of the alterra. When positioning the thv within the alterra prestent, align the alterra waist markers under fluoro to ensure perpendicular view. Place the sapien 3 completely within the waist of the alterra prestent. Initial positioning of the sapien 3 valve within the waist of the alterra prestent 60% sapien 3 valve frame outflow and 40% sapien 3 valve frame inflow. Target final implant position of the sapien 3 valve in the middle of the alterra waist. Utilize multiple fluoroscopic views. Movement during deployment - valve tends to move towards the ventricle during inflation. Pulmonary branch location in relationship to balloon catheter should be considered. For more distal alterra deployments, the valve balloon catheter may interact with the branch pulmonary arteries. This tends to push the valve delivery system more ventricular during balloon inflation. Coaxiality of crimped valve within the alterra visualized in multiple views. The valve will fixate on the first point of interaction with the waist of the alterra. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The frame strut fracture was confirmed based on the provided imagery. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Review of the device history record, lot history, and complaint history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The description states, ''regarding the difficulty crossing the prestent 'initially, patient anatomy was challenging but ultimately as a result of passing a series of wire platforms through one of the outflow apices and tracking the pds via this path, instead of through the lumen of the branch pa itself.''' As reported, the patient had ''challenging'' anatomy. Such anatomy may be difficult to track and manage the guidewire, resulting in guidewire misplacement that had tracked through an open cell of the alterra outflow apices. This subsequently led to the pds's interaction with the alterra prestent during tracking to the landing zone and ultimate advancement through the cell. During inflation, the distal portion of the pds balloon was restricted by the open cell, delaying in expansion. As a result, the valve was deployed unevenly resulting in deployment difficulty as evidenced in figure 4. As balloon inflation continued, the increased in inflation forces likely cause the strut to fracture. A study was performed to replicate the complaint events, which concluded that the wire can unintentionally go through an open cell of the alterra prestent if the operator rewires the guidewire through the pds. The pds can then track through the open cell and an s3 can be successfully deployed in its intended location, but the alterra frame will fracture in order to achieve full balloon inflation/deployment. Refer to attachment #2 for details on the complaint replication study. As such, available information suggests that procedural factors (pds inflation in prestent cell) may have contributed to the reported event.